Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units screen is shutting off. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units screen is shutting off. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit screen was shutting off. A getinge field service engineer (fse) stated, customer complained of display turning off during use. Fse inspected the unit and found error codes 78, 111, 112 & 116. The codes indicated a possible issue with the coiled cable. He replaced the coiled cable per the ongoing field action regarding the coiled cases on service order (B)(4). After replacing the cable, he completed the pm service on the unit. The unit was approved for clinical use and returned to the customer. There was patient involved but no harm.

Event description:
N/a.